Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during a hip surgery, no fluid would flow through the fms vue pump. Per service manual operational and diagnostic, the reported failure was not confirmed. During evaluation, the reported issue cannot be duplicated. In addition, the console cover was replaced due to cosmetic issue. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported that during a hip surgery, it was observed that no fluid would flow through the fms vue pump device. Another pump was brought in to complete the surgery with no patient harm and no delay. No additional information was provided.